Event description:
Customer called and informed that customer opened a new box silhouette and noticed by priming a leakage where tubing and syringe connect. The customer returned 7 used and 44 unused samples for analysis.